Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 798 mg/dl. The customer had not reported symptoms of their blood glucose levels. The customer treated with insulin through IV. Customer's blood glucose value was 798 mg/dl at the time of the incident. Customer's current blood glucose value was 98 mg/dl. Customer reports her blood sugars are running high. Customer's was admitted last night due to those high blood sugars. Troubleshooting was performed. The customer admitted into hospital as a result of high blood glucose level on (B)(6) 2017 at 6:00 pm. The blood glucose value when admitted to hospital was 798 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis and virus. Customer was discharged today (B)(6) 2017 around 12:00pm. Customer wearing the pump at time of hospitalization. The drive support cap appears normal (slightly indented). Customer report customer does not allege pump was under delivering. There were no leaks or air bubbles. Customer declined to check their settings. The insulin pump passed the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.